Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other device referenced, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the moderately calcified left main (lm) and ostium of the left anterior descending (lad) and circumflex (cx) arteries, a 3 x 38 mm xience xpedition was deployed to the lm and lad; a tap technique (provisional t and small protrusion) was used and a 3 x 28 mm xience stent was deployed to the cx. Post kissing balloon deflation, resistance was noted during removal and some force was used to remove the device from the guide catheter. It was noted that the just deployed lm/lad stent was retrieved with the balloon dilatation catheter (bdc). There was no reported adverse patient effect. A different 3 x 38 mm xience stent was deployed to the lm/lad and post dilated using a kissing balloon technique. There was no reported clinically significant delay in the procedure. No additional information was provided.